Manufacturer narrative:
Batch review performed on 12 april 2021: lot 170726: (B)(4) items manufactured and released on 20-june-2017. Expiration date: 2022-06-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Another device involved: batch review performed on 12 april 2021: ball heads: mectacer 01.29.240a sleeve size s (k131518), lot 167061: (B)(4) items manufactured and released on 20-dic-2016. Expiration date: 2021-12-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold. No other similar events have been reported on this lot since 2017.

Event description:
Signs of infection 2 years after first revision surgery due to infection. Washout performed and head revised.